Manufacturer narrative:
B3 date of event 10/01/2025 used as approximate date as actual date is unknown. The returned product consisted of the stent delivery system. A visual inspection of the device showed multiple kinks along the hypotube shaft, and a break at the end of the strain relief. Based on the reported event, it is most likely that excessive force was applied to the delivery system when attempting to advance through the guide catheter and caused the reported break. This investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that a shaft break occurred. A synergy megatron mr ous 4.00 x 20mm was selected for treatment of the target lesion. During the procedure, while it was being inserted the shaft of the device broke. It was removed from the patient, and there were no patient complications reported.

Event description:
It was reported that a shaft break occurred. A synergy megatron mr ous 4.00 x 20mm was selected for treatment of the target lesion. During the procedure, while it was being inserted the shaft of the device broke. It was removed from the patient, and there were no patient complications reported.

Manufacturer narrative:
B3 date of event 10/01/2025 used as approximate date as actual date is unknown.